Manufacturer narrative:
(B)(6). (B)(4). The patient has the devices so they will not be returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 04.004.001, lot#: 7633704 (non-sterile) - ti end cap w/t40 strdrive 5mm ext-ster f/ti tibial nails-ex, quantity 50. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with devices on (B)(6) 2015 for a tibial fracture. On (B)(6) 2016, all of the hardware devices were explanted due to pain; the explanted devices were all intact. The surgery was completed successfully with no delay. The patient was stable following the surgery. This report is 1 of 5 for (B)(4).